Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that the white display wire was pinched, and the wire was exposed. The battery wire insulation was pinched, but the insulation was not compromised. It was also found that the lower case was broken and the hanger assembly and three case screws were contaminated. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial port. The epg has been returned for service. No patient complications have been reported as a result of this event.